Event description:
It was reported that during a remote device data review, this right ventricular (rv) lead was found to be exhibiting a high, out-of-range shock impedance measurement (>125 ohms). Boston scientific technical services (ts) was contacted for recommendations. It was discussed that thorough in-clinic provocative maneuvers should be performed to evaluate the rv lead integrity. Additionally, because the system has never delivered a shock, a commanded shock test was recommended to evaluate the true shock impedance measurement. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that during a remote device data review, this right ventricular (rv) lead was found to be exhibiting a high, out-of-range shock impedance measurement (>125 ohms). Boston scientific technical services (ts) was contacted for recommendations. It was discussed that thorough in-clinic provocative maneuvers should be performed to evaluate the rv lead integrity. Additionally, because the system has never delivered a shock, a commanded shock test was recommended to evaluate the true shock impedance measurement. The physician elected to continue with normal monitoring. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.